Event description:
Customer reported via phone, the insulin pump had alarmed motor error and all of the settings were cleared. Customer's blood glucose was 166 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
No motor error alarms were noted. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. Excessive no delivery and occlusion tests weren't performed due to prime/fill anomaly. Motor was tested outside of the device and it passed. The device had broken battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked at the display window corner.